Event description:
It was reported that the device displayed an acu watchdog alarm then the unit won't turn on after the alarm was presented. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: 12-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed acu watchdog failure and motor rate error. Functional testing was performed. The customer reported issue was confirmed. Both the printed circuit board (pcb) were tested and found a bad main board along with a bad motor and a missing battery. The pcb, main board, motor and battery were replaced.